Manufacturer narrative:
One graft thrombectomy catheter was received inside a broken shipping tube. The round outer shipping tube was not damaged. The outer catheter tube was broken at the clear adaptor bond site. This is a break and not a bond failure. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The round outer tube is not damaged and as noted by the customer the outer tube was the same package the broken catheter tube was received. When the catheter was removed from the tube, it was found to be in good condition. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Event description:
It was reported that the catheter was damaged when received. Upon opening and removing bubble wrap it was noted that the catheter was snapped in half. The shipping tube was not damaged.